Manufacturer narrative:
The account replaced the siderail center arm assembly to repair the bed.

Event description:
The account alleged the center arm assembly is broken which affected the latching of the siderail.